Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had been in the water more often and the tape for infusion set would not stay on. Customer's blood glucose was over 500 mg/dl. Customer had issues with air bubbles but declined troubleshooting. After troubleshooting, customer will not be returning the device for analysis.